Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 28-mar-2025, an ilet user reported being hospitalized on (B)(6) 2025 for high blood glucose (700 mg/dl) after a supply change the night before. The user's blood glucose rose after lunch, prompting their wife to take them to the ER. They were treated with IV hydration and insulin drip and discharged on (B)(6) 2025. The user did not report experiencing any immediate health effects.